Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a device related adverse event with a diagnosis of severe hyperglycemia. The customer reported intermittent issues with their infusion set from (B)(6) 2017. On (B)(6) 2017 the customer had ketones level of 0.8 with a high blood glucose level of 423 mg/dl. The customer had though the issue was resolved by the next day, but then they experienced ketones level of 1.1 and a high blood glucose level of 388 mg/dl. The customer then changed the infusion set and all was resolved. The device will not be returned for analysis.